Manufacturer narrative:
The trs is used laparoscopically to retrieve tissue. The bag is deployed out of the dedicated introducer and the toggle button pushed to release the bag from the stainless steel arms. The pusher rod/handle which holds the arms is removed through the introducer. Then the tissue is placed in the bag. The complaint sample was returned to anchor products and reviewed by the technical operations. The healthcare profession did not remove the pusher rod / handle from the tube as stated in the instructions for use. The arms presented an obstacle to the removal of the bag with tissue. The arm and bag were damaged. After the review of the returned complaint sample, anchor concludes that the failure was due to use error.

Event description:
Specimen was in anchor bag and was being removed when wire in bag broke and penetrated the bag.